Manufacturer narrative:
The field service engineer (fse) found that the high voltage capacitor output was below specification. The device needs a high voltage capacitor. Upon conclusion of the evaluation, it was determined that the high voltage capacitor requires replacement. It was replaced. The device passed testing and was put back into service.

Event description:
It was reported to philips that the device has low power storage. There was no patient involvement.